Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received vibratory alert for non-sustained rv oversensing episodes. Single oversensed intervals occurred after bp event only. Programming changes were made. The physician does not allege any adverse consequences to patient as a result.